Event description:
(B)(4). I began having very irregular periods with extremely heavy bleeding. I had to go to the emergency room on one occasion due to bleeding and pain. I never had any issues with my period prior to essure. I have since had a total hysterectomy due to essure.